Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, there was no standout cause of the infection, and it was noted that there is always a possibility of post-operative complications especially in diabetic patients. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2025. The patient experienced hematoma, including redness and swelling, at both their neck and chest incision sites which worsened starting on (B)(6)2025. The patient presented to the ER, labs were performed, and a CT was ordered. The results were normal, and the physician did not see any need to evacuate the hematoma, administer antibiotics, or perform additional intervention. The swelling was reported to be worse on (B)(6)2025, but as of (B)(6)2025, it was possibly improving. The patient also experienced pain without a fever that was manageable with tylenol. A wound check occurred on (B)(6)2025. The physician tried to aspirate the pocket, however, there was a large amount of puss indicating an infection was present. The chest pocket had an odor and visible wound drainage, and cultures were taken. The neck incision was swollen but there was no odor or drainage. A repeat CT occurred, and the patient received antibiotics. The CT scan confirmed an infection in the chest pocket. It was also later confirmed that there was a large pocket of infection deep in the neck. The ipg and the csl were explanted on (B)(6)2025, and the pocket was cleansed and flushed. Both the ipg and csl were sent for culture. Per the surgeon, there was no standout cause of the infection, and it was noted that there's always a possibility of post-operative complications especially in diabetic patients. It was also noted that the patient's hygiene was subpar due to pain and limited mobility from needing a left hip replacement, obesity and a fused neck. The patient was admitted for wound care and was receiving IV antibiotics and pain medication. On (B)(6)2025, the patient was discharged. While at home the patient experienced slurred speech and right sided weakness and was emergently brought back to the hospital and readmitted. An initial work up for a stroke was negative but an MRI was done and was positive for a stroke. A transesophageal echocardiogram was completed and was negative for thrombosis or pfo. The root cause of the stroke was unknown. The patients' right sided weakness and slurred speech were improving and as of (B)(6)2025, there was no plan for reimplanting the patient.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced a hematoma, including redness and swelling, at both their neck and chest incision sites which worsened starting on (B)(6) 2025. The patient presented to the ER, labs were performed, and a CT was ordered. The results were normal, and the physician did not see any need to evacuate the hematoma, administer antibiotics, or perform additional intervention. The swelling was reported to be worse on (B)(6) 2025, but as of (B)(6) 2025, it was possibly improving. The patient also experienced pain without a fever that was manageable with tylenol. A wound check occurred on (B)(6) 2025. The physician tried to aspirate the pocket, however, there was a large amount of puss indicating an infection was present. The chest pocket had an odor and visible wound drainage and cultures were taken. The neck incision was swollen but there was no odor or drainage. A repeat CT occurred, and the patient received antibiotics. The CT scan confirmed an infection in the chest pocket. It was also later confirmed that there was a large pocket of infection deep in the neck. The ipg and the csl were explanted and the pocket was cleansed and flushed. Both the ipg and csl were sent for culture. Per the surgeon, there was no standout cause of the infection, and it was noted that there's always a possibility of post-operative complications especially in diabetic patients. It was also noted that the patient's hygiene was subpar due to pain and limited mobility from needing a left hip replacement, obesity and a fused neck. The patient was admitted for wound care and was receiving IV antibiotics and pain medication. On (B)(6) 2025, the patient was discharged. While at home the patient experienced slurred speech and right sided weakness and was emergently brought back to the hospital and readmitted. An initial work up for a stroke was negative but an MRI was done and was positive for a stroke. A transesophageal echocardiogram was completed and was negative for thrombosis or pfo. The root cause of the stroke was unknown however it was not attributed to barostim since the device was explanted over a week prior to having a stroke. The patients' right sided weakness and slurred speech were improving and as of (B)(6) 2025, there was no plan for reimplanting the patient. As of (B)(6) 2025, the patient was recovering and doing well and there was a plan to reevaluate for re-implant in (B)(6) of 2026.